Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for screening performed on february 9, 2024. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
D4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: imdrf device code a15 captures the reportable event that the clip would not deploy.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6 has been updated to code all e-u products device damaged/defective, deeming this a non-reportable scenario.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for screening performed on (B)(6) 2024. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.